Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s heart rate was dropping while exercising.  It was noted that the rate would get up to a hundred and thirty beats per minute and would drop between seventy and eighty beats per minute.  It was also noted that no stored episodes showed this behavior, and the likely cause is ¿pacemaker wenckebach¿.  It was further reported that the right ventricular (rv) lead exhibited an impedance warning due to low impedance measurements.  The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use.  No patient complications have been reported as a result of this event.